Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited a failure to be interrogated via inductive means, nor was the clinic able to get a magnet response. The battery was suspected to have completely depleted. No intervention was reported.